Event description:
The customer reported to olympus, that the gastrointestinal videoscope's forceps channel was clogged. The device was returned for evaluation. During the device evaluation, the following was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1/establishment name: (B)(6) added here due to character limitation in respective field. The device was returned to olympus for evaluation and the evaluation found the following: the adhesive on the bending section cover had a chip and a crack, due to clogging of the nozzle the water removal ability did not meet the standard value, the universal cord and connecting tube had a wrinkle, switch 1 had wear, the control unit had discoloration, the electrical connector had corrosion due to water leakage, the universal cord had a dent, the indication on the suction connector and the paint on the suction cylinder had peeling, and the universal cord had coating peeling. Additionally, the following had scratches: the plastic distal end cover, the channel tube, connecting tube, universal cord, image guide protector, and the protector of the universal cord on the control section side. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on results of the investigation, the reported foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use which states: evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.